Event description:
It was reported that a malfunction occurred with a pump distributed by dinno santé in france. There was no adverse impact to the customer¿s blood glucose level as the information about blood glucose was unavailable. Technical support attempted to reset the pump by turning it off and on, but the malfunction persisted, and a replacement pump was prepared for the customer. Further investigation into the malfunction was pending upon the return of the original pump.